Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports (same customer, same problem, similar products, different patients). It was reported that the shunt twisted and kinked in between the valve and the reservoir. The patient had to be revised. The incident involved a "hv valve" system (catalog number unknown). Additional clinical information has been requested but no new clinical information could be provided.